Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. It was noted that the rv pace impedance was steady at 750 ohms through (B)(4) 2013, then rose steadily until out of range (> 2500 ohms) starting end of (B)(4) 2014.

Event description:
It was reported that the right ventricular (rv) lead had increased impedance values and was suspected of lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD implanted: (B)(6) 2010. (B)(4).